Manufacturer narrative:
PMA/510(k) #k163018. Please note: device was not used off label according to us instructions for use. A code applies to japanese packaging insert only as side-by-side use is not licenced in japan. Device evaluation: the zilver 635 biliary self expanding metal stent device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the japanese packaging insert c-es1207m06 as this states: [warnings]: the safety and efficacy of combined side-by-side with overlapping stents has not been established. It is known that this device was implanted using a side by side technique. Root cause review: a definitive root cause of off label use was identified from the available information. According to the customer testimony the device had been implanted using a side by side technique. The safety and efficacy of combined side-by-side with overlapping stents has not been established for this device. It is possible that the side by side technique used may have contributed to the delivery system of the subsequent stent placement becoming caught in the device. It is not possible to state how the device will perform when used outside of its validated state. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, at the time of the complaint the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. Please note: this device was used off label as per japanese licensed indication, a code applies to japanese packaging insert only as side-by-side use is not licensed in japan. Device was not used off label according to us instructions for use. This file is still deemed reportable as it meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Two metallic stents [one is zilver (the reported device), another one is yabusame/kaneka] were already implanted with sbs (side by side) technique. Since ingrowth was observed in the zilver (the reported device), a ps (plastic stent/ through&pass gadelius) was planned to be implanted in this case. The endoscope used for ps (plastic stent/ through&pass of gradius) implantation was tjf-290v/olympus, and the guidewire was 0.025inch visiglide2 angled/olympus. At the time of ps implantation, the delivery system of the ps was caught in a cell of zilver, but the procedure was continued. Then, the implanted zilver was torn. The procedure was finished as it was. Additional information on july 7th: ps was placed as planned in the case. The separated stent remains in the patient's body as of july 7th. Side-by-side use of zilbs is off label in (B)(6) only, this is outside of the indicated use stated on the (B)(6) IFU. No adverse events to the patient were reported. The separated stent remains in the patient's body as of july 7th. As of july 7th, the doctor says there is no need for additional treatment or hospitalization, but he is not sure what will happen in the future.